Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled and loose without j straightener; and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload fracture of the core wire 0.04cm from the proximal aspect of the distal tip weld mass with 30 cm of subsequent stretching of the coil wraps, exposing the underlying core wire. In addition to the stretching of the coil wraps, the specimen also presented bend damage located 14.3cm and 263cm from the distal apex of the formed curve. Upon receipt of permission, the coil wraps at the distal tip were stretched to expose the distal aspect of the core wire fracture. The fracture presents indications of ductile, tensile overload. The nature and extent of the damage presented appears consistent with manipulation of the safari2 wire against resistance during the clinical event. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. As indicated in the dfu warnings: · prior to use, inspect for damage. If damaged, do not use. · do not torque this guidewire. · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received a follow up medwatch report will be submitted

Event description:
Event description: one of the safari 2 was used in a case today. The wire came unsprung in the body. Was issue present upon opening package?: no. What is the next course of action?: replace wire. Patient present at time of event?: yes. Patient complications: no patient complications.

Manufacturer narrative:
The device is expected to be returned; however, at the time of this report the device was not received for evaluation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. A follow up medwatch report will be submitted upon completion of the device evaluation.